Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The field service engineer (fse) from the authorized distributor confirmed that there was a leak in the k8 valve. The fse replaced the drive manifold and that corrected the reported malfunction. The iabp was returned to the customer cleared for clinical use. (B)(6).

Event description:
The customer reported that while checking the intra-aortic balloon pump (iabp) they found a leak in the drive assembly. No patient was involved and no adverse event was reported.